Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut. Block h11: the returned cold snare was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, the device and any potential defects could not be visualized. Additionally, it is not possible to confirm the reported "minor hemorrhage" or "tissue damage," as the amount of bleeding, the depth of the cut, and the overall tissue condition cannot be determined from the provided picture. No other problems with the device were noted from the photo. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Upon analysis, there is insufficient evidence to determine whether the issue resulted from the physician's technique during the procedure or was related to a device malfunction. Based on the most relevant information for the complaint, including the product record review, the device met all required manufacturing specifications and passed all inspections and controls, with no abnormalities reported during assembly. Due to the lack of evidence, the definitive cause of the reported issue cannot be determined. Furthermore, without the device available for evaluation, the factors that contributed to the event remain unknown. Based on all available information, the probable root cause assigned is known inherent risk of device.

Event description:
Note: this report pertains to one of two captivator cold single-use snare devices used during the same procedure. It was reported to boston scientific corporation that two captivator cold single-use snares were used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, they attempted to remove two polyps measuring approximately 3 mm and 6 mm, both devices were unable to perform as intended. Due to the tissue damage caused, two endo clips were required to achieve hemostasis at the 6 mm site. The procedure was completed with a different device. The snares did not execute a clean, controlled cut and instead tore the tissue, resulting in trauma to the polypectomy sites. No further information has been obtained despite good faith efforts.

Event description:
Note: this report pertains to one of two captivator cold single-use snare devices used during the same procedure. It was reported to boston scientific corporation that two captivator cold single-use snares were used during a polypectomy procedure performed on (B)(6) 2025. During the procedure, they attempted to remove two polyps measuring approximately 3 mm and 6 mm, both devices were unable to perform as intended. Due to the tissue damage caused, two endo clips were required to achieve hemostasis at the 6 mm site. The procedure was completed with a different device. The snares did not execute a clean, controlled cut and instead tore the tissue, resulting in trauma to the polypectomy sites. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.